Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the original mtp1 fusion was performed. Three (3) months post-op the patient had a misstep, and the arthrodesis was open. An x-ray was taken on (B)(6) 2019 and it was decided that a revision was needed. The patient waited for over one (1) year to have it closed on (B)(6) 2021. The revision surgery was performed with a pelvic crest graft and variable angle (va) plate. This operation was delayed due to covid-19. Six (6) weeks after the revision the plate was discovered to be broken. On (B)(6) 2021 that the patient underwent another revision of a pseudoarthrosis mtp1 fusion left with pedicle subtraction osteotomy (pso) and pelvic crest graft. The most recent revision is healing properly. This report is for one (1) 2.4/2.7mm ti va-lcp cloverleaf fusion plate/long. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- cloverleaf fusion pl 2.4/2.7 va lock 4ho (part# 04.211.252, lot#25p7154, ) was returned and received at us cq. Upon visual inspection at cq, it is observed that the implant has broken into 2 piece and the broken piece was also received. No other issues were identified the complaint is being confirmed for cloverleaf fusion pl 2.4/2.7 va lock 4ho (part# 04.211.252, lot#25p7154, ). While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part #: 04.211.252, synthes lot #: 25p7154, manufacturing site: selzach, release to warehouse date: 11 nov 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint (B)(4) captures the 2nd revision, 6 weeks after the revision: the plate broke while related complaint (B)(4) captures the 1st revision, 3 months post-op patient misstep . Arthrodesis was open.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.